Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer attempted to fill the cartridge with 6 different syringes and experienced the same issue. There was no reported impact to blood glucose. A new cartridge was successfully loaded to address the event.